Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had connection issue displayed a server connection popup and did not allow login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had connection issue displayed a server connection popup and did not allow login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had connection issue. A technical support specialist (tss) dialed into the station, checked the data synchronization log which displayed error, retried the transaction or change the isolation level for the update or delete statement, checked the synchronization information, found the last full download date which caused the delay in patient care, informed the details to the customer and performed full synchronization in the device as per knowledge article (ka) proper data sync 2.0 procedure and confirmed that the device was in full synchronization with gui and full download last check was updated with current date to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.